Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead may have become fractured. A couple of months prior, lead measurements started trending downward which appeared to be an insulation issue and then became a fracture with a out of range >3000 ohms pacing impedance average. However, the last 7 measurements had all been in the 200 range ohms pace impedance. There were no evident v-tachy episodes with noise and noise could not be created. Thresholds were noted as within normal limits therefore there was not strong evidence of a lead fracture.

Manufacturer narrative:
Most recently, this lead was to be removed from service and returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. As new information would become available, this report will be further evaluated and updated.